Event description:
Pt revised to address dislocation of femoral component and insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported dislocation. Although the exact root cause of the reported dislocation could not be determined, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.